Event description:
It was reported that during an open lap cholecystectomy, the device with the first load, the staples did not form correctly. The second reload locked out. It was reported that the bowel was adhesed to the gall gladder. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.